Manufacturer narrative:
The insulin pump alarmed motor error and failed the displacement test, due to the motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 540 mg/dl. Nothing further was reported.